Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center image won't display on the screen, and the screen goes black. The issue occurred during an unknown procedure. The intended procedure was completed using a similar device and there were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that sometimes the image is not displayed occurred due to the video connector of the endoscope cannot be fixed properly on the video connector socket and it is unstable status. Olympus will continue to monitor field performance for this device.